Event description:
On (B)(6) 2010, pt and her daughter reported the pt was currently in the ICU. Pt stated on (B)(6) 2010, she tested her blood glucose at 12:30 am with a reading of "hi" on her meter and then bolused 16.0 units of insulin. Pt stated she tested again at 1:30 am with a reading of "hi" and bolused 20.0 more units of insulin. Pt reported she noticed at 2:30 am that her infusion tubing had been disconnected. Pt reported she hooked it back up and bolused 20.0 units of insulin. Pt stated at 3:30 am, her blood glucose was still "hi", so she gave herself a shot of insulin via injection. Pt reported at 4:30am she started throwing up, so her daughter took her to the hospital because her blood glucose level was still at "hi". Pt stated when she arrived at the hospital, her blood glucose was 587 mg/dl. Pt reported they disconnected her from the infusion device, gave her fluids through an IV and started treating her with insulin. Pt stated it took all day to bring her blood glucose level down to around 180 mg/dl. Pt stated it finally went down to 122 mg/dl and then before bed, it was back up to 180 mg/dl. Pt stated her blood glucose reading was 150 mg/dl this morning. Pt's normal blood glucose range is 85-125 mg/dl. Pt reported the doctors wanted her infusion device replaced because they think the infusion device is not delivering insulin correctly because even after she reconnected the infusion tubing, her blood glucose did not come back down. Pt stated there were no error messages. Pt reported the time on the infusion device was an hour behind. Advised pt on the importance of setting the correct times on the infusion device. Pt stated she had been having good blood glucose levels prior to this incident. Product was replaced and requested return of the alleged product for evaluation.